Event description:
As reported in the medical literature, a man presented in 2000 with a ruptured juxtarenal aaa, which was repaired using a 20- x 10-mm gore-tex aortobiiliac graft. In 2005 he was found to have a perigraft fluid collection, measuring 12 cm in maximal diameter, on a computed tomography (CT) scan obtained to evaluate nonspecific back pain. A CT-guided aspiration with culture yielded 600 ml of sterile serous fluid. The symptoms recurred <= 1 month, and a CT scan revealed reaccumulation of the hygroma. The gore-tex graft was relined with aneurx stent grafts (medtronic). The postoperative course was uneventful. A follow-up CT scan 2 months later showed decreased hygroma size with a maximal sac diameter of 8.7 cm. The patient remains asymptomatic with a stable aortic sac 2 years later.

Manufacturer narrative:
Salameh mk, hoballah jj. Successful endovascular treatment of aneurysm sac hygroma after open abdominal aortic aneurysm replacement: a report of two cases j. Vasc surg 2008: 48: 457-60.